Event description:
This complaint is from a literature source. The following literature cite has been reviewed: øhrn fd, gøthesen ø, låstad lygre sh, peng y, lian øb, lewis pl, furnes o, röhrl sm. Decreased survival of medial pivot designs compared with cruciate-retaining designs in tka without patellar resurfacing. Clin orthop relat res. 2020 jun;478(6):1207-1218. Doi: 10.1097/corr.0000000000001120. Pmid: 31977446; pmcid: pmc7319362. Objective and methods: the aim of the study was to compare the outcomes of competitor medial pivot tkas with cruciate retaining tkas in patients from the norway joint registry and australian joint registry. All medial pivot tkas were competitor products. Of the studied cr tkas, the only depuy products included in the study were pfc sigma cr devices. Additionally, the depuy tkas were only used in australia. None of the pfc sigma devices included in the study were implanted in norway. The patellas were not resurfaced and the cement utilized is unknown. The article determines that there were 9,752 pfc sigma tkas implanted in australia between 2005 and 2017. The authors further indicate that the reasons for revision of any cr knee (depuy and competitor) in australia were pain, instability, osteolysis, loosening, and erosion of the natural patella there is insufficient information within the text of this article to associate the reported outcomes with specific device manufacturer. The actual number of depuy devices associated with the reported findings, as well as any treatments provided other than revision, are unknown. There is insufficient information to determine the specifics of each adverse event, the treatments/interventions, and/or the exact devices associated with the events. This complaint will capture the reasons for revision that could potentially be associated with the pfc sigma cr knee with a quantity of 1. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pfc sigma cr knee including femoral component, tibial insert, and tibial tray. Adverse event(s) and provided interventions associated with depuy devices: reasons for revision: loosening at an unknown interface, osteolysis, pain, instability, erosion of the natural patella.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.